Event description:
The incident took place around 21.xx date (B)(6) 2021. It is claimed that the device automatically switches to ambient mode. They said that the device switched to ambient mode and this was noticed late and the patient was harmed. They want a detailed defense about the malfunction.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following has been reported zo hamilton medical ag on december 12th 2023: self-test failed and tf 431002 is showing during start up phase of the ventilation. As correctie actionn, cleaned and reconnected the blower cable. But problem was not resolved. Problem suspected with blower module. Patient has been shifted safely to another ventilator. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. Preliminary analysis concluded the following: aaffected component is the blower module. Device alarms with high priority technical event: 231009 (alarm blower speed low). Possible outcome: tightness test fails / flow sensor calibration fails: ventilation continues. System failure: ventilation cannot start. Possible root cause could be: defective blower: the blower speed is lower than the target speed-5% for more than 5s. Cables not properly connected. Defective blower driver on mainboard. The following correction have been performed: check blower for proper function with service software: component test blower flow and blower pressure. Replace blower module if tests fail. Replace mainboard if failure persists. Install latest software from the partner-net. Check blower cables. Replace mainboard. Replace blower if tf 431001 persist after software update.